Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation: the foreign material could not be identified based on the provided information. Based on the provided information, it was unknown whether the user conducted reprocessing in accordance with the instruction for use (IFU). Therefore, the cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates that the forceps elevator had foreign material was found. There was no patient involvement.